Event description:
The facility reports while transferring the pt after bathing, the chair unit became detached from the hoist before it located onto the chassis. No injuries occurred, but both the pt and the carer were badly shaken.